Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/09/2024, a sales representative reported via (B)(4) that an ar-13999mf fastpass scorpion was not allowing the jaw to shut all the way. This was discovered during a shoulder scope procedure, and no patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being applied during use and/or unsecure grasp of tissue.